Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that five lvp display boards needed to be replaced for dim/ missing segments. There was no patient involvement.

Event description:
It was reported that five lvp display boards needed to be replaced for dim/ missing segments. There was no patient involvement.

Manufacturer narrative:
The reported issue of dim segments was confirmed on 5 out of 5 returned boards. Visual inspection of each board was performed, and no damage, corrosion, or cold solder was observed. Testing results identified 5 out of 5 returned lvp display board assemblies with dim segments. The exact root cause was not identified. Review of the (B)(6), service history record showed the device had a manufacture date of (B)(6) 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020, and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the (B)(6), service history record showed the device had a manufacture date of (B)(6) 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the (B)(6), service history record showed the device had a manufacture date of (B)(6) 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020, and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the (B)(6), service history record showed the device had a manufacture date of (B)(6) 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020, and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the (B)(6), service history record showed the device had a manufacture date of (B)(6) 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020, and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only dim sements were returned.